Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational contest. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 100% stenosed de novo lesion in the mid right coronary artery (mrca) with heavy calcification and moderate tortuosity. The 2.5x6mm nc trek neo balloon dilation catheter (bdc) was advanced to the target lesion; however, the balloon ruptured during the first inflation at 10 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.